Event description:
The patient called due to the meter missing segments. The last digit on the meter was missing. In addition, the patient also mentioned for the past two weeks they had been receiving low readings on the lifescan meter. They still took their set amount of insulin 70/30 (82u am and 50u pm) when receiving the lower readings on their meter. The patient felt weak and was trembling and was having difficulty breathing. They tested their blood glucose and received a "13mg/dl". They took their insulin, ate some food and then their family member took the4m to the ER where they were treated with insulin, however, does not recall the reading in the ER. The patient had been cleaning the meter incorrectly. Cleaning thew meter incorrectly can lead to false blood glucose readings. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Customer services discovered the meter was miscoded. When the meter is miscoded, it can lead to false blood glucose redings. The segments were also missing on the meter.